Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with low blood glucose of 22 mg/dl. The customer stated she is a brittle diabetic and what she eats one day may not affect her but she will do the same thing the next day and would experience low blood glucose. She mentioned she had had several emergency room visits. Customer has had low blood glucose of 20 mg/dl; current value was 195 mg/dl. Customer declined troubleshooting.